Manufacturer narrative:
The field service representative (fsr) observed the batteries to be at 0.01 ampere hours (ah). The batteries were replaced. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the batteries were dead. There was no patient involvement.

Manufacturer narrative:
Per data log analysis, the system was powered up on (B)(6) 2019. The next power up was on (B)(6) 2019 and the power manager module ID was different, indicating the power manager was replaced. Battery capacity starts at zero minutes which would cause a red light emitting diode (led). This was expected when the power manager was replaced, plus the system was in storage for almost four months.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that post charging the batteries lasted 66 minutes during load testing, 60 minutes is specification. The batteries charged to 13.58 volts direct current (vdc) and 546 siemens (s) for the first battery and 13.55 vdc and 530 s for the second, both passing.